Manufacturer narrative:
The following functional tests were performed: a philips authorized service provider (asp) arrived onsite and confirmed the alleged malfunction. The asp replaced the speaker assembly and the main board to resolve the issue. The device has returned to working specification. Based on the information available and the testing conducted, the cause of the reported problem was confirmed to be the speaker assembly and the mainboard. The reported problem was confirmed. The investigation concludes that no further action is required at this time. No further investigation or action is warranted at this time.

Manufacturer narrative:
E1: reporter institution phone number: (B)(6). E1: reporter phone number: (B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer reported a speaker error and it was confirmed there was no sound coming from the speakers. It is unknown if the device was in use at time of event, and there was no adverse event reported.